Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited high capture thresholds. On 08 may 2024, the lead was capped and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Serial number of the lead should be (B)(6).